Event description:
On july 20, 2007 the lay user/patient contacted lifescan alleging that his one touch ultra2 meter was reading inaccurately high, which began in 2007. The patient reported a blood glucose result of "122 mg/dl" on his meter, which he felt was high compared to his feelings/normal readings. The customer service representative (csr) noted that the reported meter was correctly set to "mg/dl," an approved sample was used, and the correct testing/cleaning techniques were used. After the issue began, he claimed that he developed symptoms of feeling shaky. This complaint is being reported because the patient allegedly developed symptoms after the reported issue began. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.